Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the "pressure varies" and is usually higher than the setting. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center for evaluation. During the evaluation, the third-party service center visually inspected the device and found evidence of foam degradation. Visible foam particles were observed in the device. While the initial customer allegation was not confirmed, the evaluation found reboot errors with the motor connection, blower box, and the circuit board. The device was scrapped.